Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the during an ipg replacement procedure (related manufacturer reference number: 1627487-2022-06685). It was noted that one of the leads was fractured. Nothing was done the leads. Patient was reprogrammed using the other lead and had effective therapy. Investigation was unable to determine which of the leads had fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that the patient was unable to set the system into MRI mode due to high impedance/lead fracture. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000024943.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 wherein the lead was explanted and replaced resolving the issue. Reportedly, there was no high impedance and therapy was restored post op.